Event description:
The customer reported the system failed to product fluoroscopy x-ray. There is no report of a pt and/or customer serious injury or death associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.